Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because his device did not work properly. Two weeks later a surgery was performed, as a result of the inspection, it was confirmed that the right cylinder had a tear. The pump and cylinders were explanted and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and, leak tested. The microscope test revealed that the first cylinder had wear at fold in the middle and distal end of the cylinder. The first cylinder had a complete separation in the proximal end of the cylinder from sharp instrument. The second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had multiple holes in the proximal end of the cylinder from sharp instrument. Leaks were identified. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump did not pass the functional activation test. No leaks were identified. Based on the information available and analysis results, the reported clinical observation of hole/perforation could not be confirmed. The reported mechanical issue was defined in the product risk documentation. B3. Date of event correction.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that the right cylinder had a tear. The pump and cylinders were explanted and replaced. No patient complications reported.